Event description:
My surgeon used the medtronic infuse which has caused me significant pain and has required me to frequently visit my doctor. I'm worried things will get worse and I'll need another surgery.